Manufacturer narrative:
Bayer case number: (B)(4) sensitivity problems [hypersensitivity], permanent physical joint pain [joint pain] , muscle pain [muscle pain] , thyroid disorders [thyroid disorder] , extreme, almost constant fatigue [fatigue extreme] , anxiety [anxiety] , depression [depression] , mood disorder [mood disorder] , intestinal disorders [other disorders of intestine] , severe (+++) headaches [headache] , lack of concentration [concentration loss] , weight gain [weight gain] , ovarian cyst [ovarian cyst] , no doctor had made the connection between my pain [pain] , my unexplained discomfort [discomfort] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("sensitivity problems") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced hypersensitivity (seriousness criterion medically important), arthralgia ("permanent physical joint pain"), myalgia ("muscle pain"), thyroid disorder ("thyroid disorders"), fatigue ("extreme, almost constant fatigue"), anxiety ("anxiety"), depression ("depression"), affective disorder ("mood disorder"), gastrointestinal disorder ("intestinal disorders"), headache ("severe (+++) headaches"), disturbance in attention ("lack of concentration"), ovarian cyst ("ovarian cyst"), pain ("no doctor had made the connection between my pain") and discomfort ("my unexplained discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total thyroidectomy and cyst removal). Essure treatment was not changed. At the time of the report, the arthralgia, myalgia, thyroid disorder, fatigue, anxiety, depression, affective disorder, gastrointestinal disorder, headache, disturbance in attention and weight increased had not resolved. The outcomes for ovarian cyst, pain and discomfort were unknown. The reporter considered affective disorder, anxiety, arthralgia, depression, discomfort, disturbance in attention, fatigue, gastrointestinal disorder, headache, hypersensitivity, myalgia, ovarian cyst, pain, thyroid disorder and weight increased to be related to essure administration. The reporter commented: adverse effects likely related to essure implants used as a method of contraception in 2007, after last delivery increasing and increasingly debilitating health problems developing over several years. "I received no warning about the problems caused by these implants. My suffering has been increasing over the past 18 years until 2025, no doctor had made the connection between my pain, my unexplained discomfort and these implants. Yet I had undergone many tests since then. The link was established thanks to the multiple tests prescribed by my current doctor: one thing led to another, and it was the decision to remove a cyst from my left ovary that led me to consult a very attentive gynecologist, who made the connection between my health status and the method used for my tubal ligation. It was this gynecologist who informed me that my symptoms were undoubtedly caused by the implants. I subsequently discovered through research that I have had all the symptoms caused by these devices for several years. I need to have a salpingectomy and possibly even a hysterectomy, but I don't yet know when or how to go about arranging for treatment. None of the treatments prescribed for me have completely relieved my symptoms. Why didn't the hospital where the ligation was performed inform me when the adverse effects were reported. Why wasn't I alerted and informed that I needed to have these implants removed, especially since they have been withdrawn from the market for several years!!!! I need help. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) sensitivity problems [hypersensitivity] , permanent physical joint pain [joint pain] , muscle pain [muscle pain] , thyroid disorders [thyroid disorder] , extreme, almost constant fatigue [fatigue extreme] , anxiety [anxiety] , depression [depression] , mood disorder [mood disorder] , intestinal disorders [other disorders of intestine], severe (+++) headaches [headache] , lack of concentration [concentration loss] , weight gain [weight gain] , ovarian cyst [ovarian cyst] , no doctor had made the connection between my pain [pain] , my unexplained discomfort [discomfort] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("sensitivity problems") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced hypersensitivity (seriousness criterion medically important), arthralgia ("permanent physical joint pain"), myalgia ("muscle pain"), thyroid disorder ("thyroid disorders"), fatigue ("extreme, almost constant fatigue"), anxiety ("anxiety"), depression ("depression"), affective disorder ("mood disorder"), gastrointestinal disorder ("intestinal disorders"), headache ("severe (+++) headaches"), disturbance in attention ("lack of concentration"), ovarian cyst ("ovarian cyst"), pain ("no doctor had made the connection between my pain") and discomfort ("my unexplained discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total thyroidectomy and cyst removal). Essure treatment was not changed. At the time of the report, the arthralgia, myalgia, thyroid disorder, fatigue, anxiety, depression, affective disorder, gastrointestinal disorder, headache, disturbance in attention and weight increased had not resolved. The outcomes for ovarian cyst, pain and discomfort were unknown. The reporter considered affective disorder, anxiety, arthralgia, depression, discomfort, disturbance in attention, fatigue, gastrointestinal disorder, headache, hypersensitivity, myalgia, ovarian cyst, pain, thyroid disorder and weight increased to be related to essure administration. The reporter commented: adverse effects likely related to essure implants used as a method of contraception in 2007, after last delivery increasing and increasingly debilitating health problems developing over several years. "I received no warning about the problems caused by these implants. My suffering has been increasing over the past 18 years until 2025, no doctor had made the connection between my pain, my unexplained discomfort and these implants. Yet I had undergone many tests since then. The link was established thanks to the multiple tests prescribed by my current doctor: one thing led to another, and it was the decision to remove a cyst from my left ovary that led me to consult a very attentive gynecologist, who made the connection between my health status and the method used for my tubal ligation. It was this gynecologist who informed me that my symptoms were undoubtedly caused by the implants. I subsequently discovered through research that I have had all the symptoms caused by these devices for several years. I need to have a salpingectomy and possibly even a hysterectomy, but I don't yet know when or how to go about arranging for treatment. None of the treatments prescribed for me have completely relieved my symptoms. Why didn't the hospital where the ligation was performed inform me when the adverse effects were reported. Why wasn't I alerted and informed that I needed to have these implants removed, especially since they have been withdrawn from the market for several years!!!! I need help. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.